Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 16th april 2025, it was reported by an arthrex employee via email that for 8 units of ar-8500rbe, round burr, 8 flute, 5.0 mm x 13 cm, the internal drive mechanism totally shredded rendering it unusable. (Customer reported 8 burrs suffered from the same issue (6 pictured). This was detected during use in a hip arthroscopy on (B)(6) 2025. The procedure was completed successfully with 8 burrs used on 1 patient. On (B)(6) 2025, the customer stated that they kept using the burrs until they wore out (that was how it was presented to the arthrex employee).

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The failure is most likely attributed to user error due to excessive force on the tip of the device, which causes the inner tube to stall while the motor continues to spin and shear off the hub. Refer to the precaution listed in dfu-0215-eo: 7. Excessive "side-loading" on the device during use does not improve cutting performance and in extreme cases will cause irreversible damage to the device. The complaint allegation was confirmed based on the customer's attached picture, which shows the hub connector damaged with the blue plastic material shredded.